Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Subsequently, the patient developed an infection and was treated with topical steroid & antibiotics. The patient was re-implanted with another cochlear device on (B)(6) 2024.

Manufacturer narrative:
This report is submitted on may 03, 2024.